Manufacturer narrative:
A visual assessment of the returned pedicle screwdriver showed an instrument with repeated use, as identified by surface scratches and worn laser markings. The distal threads of a sub-assembly component were fractured with a pedicle screw stuck on the driver as reported. The attached pedicle screw was damaged on the tulip in a manner that suggests a tool was used in an attempt to disengage from the driver. A functionality assessment was not performed due to the damaged condition of the complaint instrument, which was removed from distributable inventory. A DHR review was performed for lot# 5911-01 and there were no manufacturing deficiencies identified. The instrument lot met all required specifications prior to being released to distributable inventory. The instrument lot has been available for distribution since 6/17/2016. It was reported that the system pedicle screwdriver would not effectively engage a pedicle screw and was assessed as a wobbly connection due to damaged distal threading. The system pedicle screwdriver may not effectively engage with a pedicle screw if the distal threading of the screwdriver is damaged. The distal threading of the system pedicle screwdriver engages with the internal threading of the pedicle screw. If the threading of the system pedicle screwdriver was damaged, it would prevent effective engagement with the pedicle screw. It may be possible to damage the distal threading of a system pedicle screwdriver if the attached ratcheting handle was not in the neutral non-ratchetting position. The system surgical technique guide provides guidance on loading pedicle screws onto the pedicle screwdriver and highlights the importance of the ratcheting handle being in the neutral non-ratcheting position. There has been one other complaint of similar nature in the past 12 months. The manufacturer will continue to monitor reports of instrument malfunctions and perform complaint investigations and regulatory reporting as appropriate.

Event description:
The manufacturer was made aware of an instrument malfunction on (B)(6) 2026. It was reported that the distal threading of a pedicle screwdriver assembly was damaged, which resulted in a system screw being stuck on the driver. There were no known patient complications or delays in treatment associated with this complaint. An alternative available instrument was used to successfully complete the surgical procedure. A replacement instrument was provided, and an RMA# was issued for return of the complaint instrument, which was received at the manufacturer for assessment on (B)(6) 2026.